Event description:
It was reported that the pt underwent revision surgery and that during revision, the tibial component was noted as loose.

Manufacturer narrative:
Eval summary - the implanted components were confirmed as compatible. The primary operative notes provided were reviewed with no significant findings. The revision operative notes state that the tibial component was found to be loose. No other observations regarding condition of implants during the revision surgery were made, and no devices or photos were received. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.